Manufacturer narrative:
Patient identifier: sid (B)(6). During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and part replacement was performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported falsely elevated sodium (na) and total bilirubin results generated on the architect c16000 analyzer on two patients. Results provided: (B)(6) 2020 sid (B)(6) sodium = 174 / 141 mmol/l. (Normal range: 136 to 145 mmol/l); (B)(6) 2020 sid (B)(6) total bilirubin = 206.6 / 13.3 umol/l, another architect = 12.6 umol/l. No impact to patient management was reported.